Event description:
The customer called technical support (ts) reporting that the device has a error code 1009 pressure regulation high message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The fse switched hoses back to the correct ports. The proximal port hose was connected to the gas port, and the gas port hose was connected to the proximal port to resolve the reported issue. The device passed the required performance verification tests per philips standards.